Event description:
It was reported through patient product exchange that the patient underwent pump exchange heartmate ii (hmii) to hmii on (B)(6) 2020.

Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: driveline fault alarms were confirmed via the log file data provided by the account. Transient elevations in pump power/estimated flow associated with pi events were also confirmed via the log file data provided by the account. Log file 8c211150 contained data spanning from(B)(6)2019 at 05:05:32 to(B)(6)2019 at 09:43:34, per the timestamp. A total of 2 yellow wrench advisories associated with driveline fault alarms were captured on 2(B)(6)2019 , beginning at 09:33:12. As an added observation, transient elevations in pump power/estimated flow associated with pi events were captured on (B)(6)2019 at 20:43:15 and 22:36:40, as well as on(B)(6)2019 at 09:07:36. No other notable alarms or unusual events were captured. A specific cause for the change in pump parameters cannot be conclusively determined. Log file 8c251023 contained data spanning from (B)(6)2019 at 08:49:32 to (B)(6)2019 at 19:46:41, per the timestamp. A total of 3 yellow wrench advisories associated with driveline fault alarms were captured on(B)(6)2019 , beginning at 06:55:52. As an added observation, a transient elevation in pump power/estimated flow associated with a pi event was recorded on(B)(6)2019 at 10:01:32. No other notable alarms or unusual events were captured. A specific cause for the change in pump parameters cannot be conclusively determined. Log file 91131002 contained data spanning from (B)(6)2019 at 13:24:12 to (B)(6)2020 at 14:43:06, per the timestamp. A total of (B)(4) yellow wrench advisories associated with driveline fault alarms were captured throughout the log file, beginning on 2(B)(6)2019 at 13:34:03. As an added observation, transient elevations in pump power/estimated flow associated with pi events were recorded on(B)(6)2019 at 03:52:49 and 03:55:58. No other notable alarms or unusual events were captured. A specific cause for the change in pump parameters cannot be conclusively determined. Based on our complaint history and similarly reported events, the driveline fault alarms captured in the log file data are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the driveline fault alarms cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced known short to shield was reported in MFR. Report # 2916596-2016-00325. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known short to shield and recent history of driveline faults. The patient's system controllers were exchanged on (B)(6) 2019 and again on (B)(6) 2019 to a controller with updated software. Driveline faults noted on (B)(6) 2020 upon history interrogation. Patient was outpatient at the time and now inpatient for unrelated event, and on ungrounded cable. The patient denied hearing any alarms. The log file analysis showed 43 driveline fault alarms. The x-rays were unremarkable. The patient received an external driveline repair on (B)(6) 2020. The team discussed possible plans including repairs and pump exchange. No further information was provided.